Event description:
It was reported the patient had experienced ventricular tachycardia and ventricular fibrillation that the device had detected and treated appropriately and with appropriately delivered energies. Six shocks were delivered, none were successful in terminating the rhythm. After the fifth and sixth shocks, "there was some questionable undersensing which resulted in pacing." The patient is reported to have expired. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had experienced ventricular tachycardia and ventricular fibrillation that the device had detected and treated appropriately and with appropriate delivered energies. Six shocks were delivered, none were successful in terminating the rhythm. After the fifth and sixth shocks, "there was some questionable undersensing which resulted in pacing." The patient is reported to have expired. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed the physician saw no undersensing on the carelink transmission and device operation was normal.